Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported thrombus could not be conclusively determined through this evaluation. Log file analysis confirmed intermitted elevations in power in the range of 7.3-8.5w. A specific cause could not be conclusively determined through this evaluation. No atypical alarms were captured and the system showed device operation above the low speed limit for the duration of the log file. The hmii instructions for use explains that changes in pump speed, flow, or physiological demand can affect pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump power is a direct measurement of motor voltage and current, while pump flow is estimated from pump power. Thrombus is listed as an adverse event that may be associated with the use of the hmii lvas.

Event description:
Additional information was received that the patient had no abnormal lab results. Elevations in pump power resolved after a day and a half and the patient was reportedly doing well with no symptoms.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 3 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported there were elevated powers and flows. The powers and flows returned to baseline after the elevations and the patient's lactate dehydrogenase (ldh) was normal but there was concern for pump thrombosis. The reviewed log files did not show any remarkable trending and the event history was normal. No additional information was provided.

Manufacturer narrative:
Follow-up was inadvertently omitted from previous report. The previous report was additional information.